Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 39.7 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located at the moderately tortuous and moderately calcified right coronary artery. A 32 x 2.50 promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent delivery catheter shaft was broken 27cm from the hub during crossing the calcified lesion. The device was completely removed from the patient via a snare. The procedure was completed with another of the same device. There was no patient injury reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located at the moderately tortuous and moderately calcified right coronary artery. A 32 x 2.50 promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent delivery catheter shaft was broken 27cm from the hub during crossing the calcified lesion. The device was completely removed from the patient via a snare. The procedure was completed with another of the same device. There was no patient injury reported and the patient status was stable.